Event description:
Further follow up from the treating neurologist indicated that the pt's cause of increase in seizures was due to stress of family issues. The reported increase in seizures was not an increase above pre-vns seizure baseline. There were no changes to medications or vns parameters. Pt is currently stable.

Event description:
Vns patient felt as though her battery was going dead and that she could 'feel her seizures coming, more and more'. The pt reported that she began feeling more seizueres coming on and that she felt dizzy and couldn't see very well, but that she could still feel device stimulation, though not as strong. Investigation to date has been unable to determine the severity of the event as no responses have been received to manufacturer's request for additional information from treating neurologists (via fax x2.)